Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the water container had sterad sterilization used which is not recommended and against reprocessing. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, a probable cause was not identified. Olympus will continue to monitor field performance for this device.